Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that emergency medical services were called to treat her when her blood glucose dropped to 10 mg/dl. The customer had a seizure. The customer was treated with glucose tablets, food and water, and an IV. The blood glucose reading was 96 mg/dl at the time of the report. The customer stated that the low blood glucose may have been due to over bolusing. The insulin pump buttons were unresponsive and the screen was frozen. The customer removed the battery and replaced it and received a battery out limit alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons response due to corroded keypad traces. The insulin pump had normal operating currents and passed self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected battery out limit alarms or frozen display occurred during our testing. The insulin pump was received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker and stained address serial number label.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.